Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that the bg specific value displayed high but was unknown. A correction bolus via pump was administered to address the bg level. The customer's blood glucose was not provided. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.